Manufacturer narrative:
(B)(4). A follow up submission will be submitted if additional information becomes available. (B)(4).

Event description:
Tab at the end of the pleurx valve broke off after months of use. Patient had valve changed as a result of broken tab, no harm or injury reported. No additional information available.